Event description:
The ge oec 9900 fluoroscopy system had vertical lift column failure.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective ps3 power supply that was removed and replaced. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt information with respect to this issue.